Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as "due to surgeries that the patient underwent and possible existing diverticulum". The patient was not hospitalized for the event. The patient was treated with vancomycin for three weeks (dose, route and frequency not reported) for peritonitis. Dianeal therapy remained ongoing via continuous ambulatory peritoneal dialysis therapy. The patient's recovery status and outcome of the event were unknown. No additional information is available.